Event description:
It was reported the pt lost stimulation as her ipg was unable to communicate with her charger and programmer. The pt stated she had last charged sometime in (B)(6) 2012. Follow-up indicated surgical intervention will be undertaken to address the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.